Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk case, the shear had broken off. Case completed with the same like product. There was no pt consequence.